Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint that the dilator tip was damaged during insertion was confirmed. The customer returned one picture of the dilator tip. The returned picture showed the dilator tip was damaged possibly pushed back on one side. The rest of dilator in the picture appeared typical; however, the proximal end was not included in the picture. No sample was returned for evaluation. This report and returned picture were reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU states to enlarge the cutaneous puncture site with a scalpel prior to dilator insertion. The customer did not report if the puncture site was enlarged. A device history record review was performed and did not reveal any manufacturing related issues. Therefore, the potential cause of the dilator damage could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the distal end of the tissue dilator was chipped when the clinician used it during the procedure. Follow up information states a second kit was opened and the tissue dilator was used to complete the procedure. No known patient complications and no patient death reported.